Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B) (4): the actual device was not received for evaluation, but performance data was collected from the device and analyzed. Low telemetered battery voltage was noted. On (B) (6) 2009, the battery voltage under telemetry was 2.02v. And the daily measurement was 2.92v.

Event description:
It was reported that the first interrogation of the day showed battery voltage of 2.50v. Upon reinterrogation, it was 2.02v. Three months prior, the battery voltage measured 2.79v. Review of device data showed a low battery voltage of 2.92v, but it was averaging closer to 2.97v. The device remains in use. No patient complications have been reported as a result of this event.